Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was approaching elective replacement indicator (eri) and did not meet expected longevity. It was also reported that the right atrial (ra) and right ventricular (rv) leads had high and unstable thresholds. The device will be replaced when it reaches elective replacement indicator (eri), at which point the physician will decide about lead replacement. The device and leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).